Manufacturer narrative:
The ge representative conducted an onsite investigation. The c-arm voltage was adjusted and the cine drive was reformatted. The system was tested and is now operating as intended.

Event description:
The customer reported that the 9900 system displayed an x-ray disabled error message. No patient injury was reported.